Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 150mm smart self-expanding stent (ses) was able to partially deploy, but it would not fully deploy likely due to the presence of heavy calcium. The physician noticed a piece of the delivery system disengaged and after finagling with the delivery system, the physician was able to fully deploy the stent. However, the stent was deployed in the tibioperoneal (tp) trunk, which was not the intended location. An unknown percutaneous transluminal angioplasty (pta) balloon catheter was used to fully oppose the stent to the arterial wall. The physician was able to remove the delivery system from the patient. There were no further patient complications or patient injuries reported. The patient status was reported as ¿fine¿, and the patient was discharged home. This was during a procedure to treat popliteal/superficial femoral artery (sfa) disease with severe calcification. An unknown 6f sheath was used for left pedal access. An unknown balloon was used for percutaneous transluminal angioplasty prior to use of the smart control ses. A non-cordis .014 guidewire was used for the intervention. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6mm x 150mm smart self-expanding stent (ses) was able to partially deploy, but it would not fully deploy likely due to the presence of heavy calcium. The physician noticed a piece of the delivery system disengaged and after finagling with the delivery system, the physician was able to fully deploy the stent. However, the stent was deployed in the tibioperoneal (tp) trunk, which was not the intended location. An unknown percutaneous transluminal angioplasty (pta) balloon catheter was used to fully oppose the stent to the arterial wall. The physician was able to remove the delivery system from the patient. There were no further patient complications or patient injuries reported. The patient status was reported as ¿fine¿, and the patient was discharged home. This was during a procedure to treat popliteal/superficial femoral artery (sfa) disease with severe calcification. An unknown 6f sheath was used for left pedal access. An unknown balloon was used for percutaneous transluminal angioplasty prior to use of the smart control ses. A non-cordis .014 guidewire was used for the intervention. Additional details were requested but were not provided. The device will be returned for evaluation. Initially, an image was sent in for review. In the image provided a guidewire can be seen, marker bands are noted as consistent with a stent being deployed, and a delivery system in the vessel. The stent appears to be present in the vessel and partially deployed. The image does not show a clear, grossly obvious fragment left behind. The break may have been subtle (inner shaft separation, outer sheath separation, etc.) And not well distinguished in this frame. Clarification is needed to determine the exact break being reported. The device was later returned for evaluation. A non-sterile ¿smart 120 150, sfa - 6x150mm¿ was received coiled inside of a clear plastic bag. The device was unpacked and evaluated. A detailed visual inspection identified a separation of the outer sheath located approximately 132 cm from the distal tip. The stent was fully deployed and was not returned for analysis. The hemostasis valve was found in a tightened and locked position. No additional notable observations were identified. Dimensional analysis to verify the usable length could not be performed due to the sheath separation, which prevented accurate measurement. However, dimensional analysis of the outer sheath¿s inner and outer diameters was completed. Measurements were taken as close as possible to the damaged region, and all results were within specification. Functional testing could not be performed because the unit was returned with the stent fully deployed and the outer sheath separated. Microscopic evaluation of the damaged area using a vision system demonstrated that the separated material exhibited elongation at the edges and visible fatigue lines. These features are consistent with material behavior associated with tensile overload. Based on these findings, it is likely that the device experienced a combination of tensile and torsional forces that exceeded the material¿s yield strength prior to the observed separation. The reported event of ¿stent delivery system (sds) separated¿ was observed on the returned device. However, the ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ could not be verified and the exact causes cannot be conclusively determined. Based on the angiographic image and subsequent device evaluation, the most probable cause of the failure is mechanical overload of the delivery system during the procedure. The image suggests a partially deployed stent with no clear radiopaque fragment left in the vessel, indicating that any component separation was likely subtle and not radiographically evident. Examination of the returned device revealed an outer sheath separation approximately 132 cm from the distal tip, with microscopic findings of material elongation and fatigue lines consistent with tensile and torsional overload. These characteristics indicate that the device was subjected to forces exceeding the material¿s yield strength, likely during an attempt to advance, reposition, or withdraw the stent delivery system while the stent was partially deployed or encountering resistance. The combination of procedural stress and the stent¿s deployed state likely contributed to the observed outer sheath separation and loss of structural integrity. According to the instructions for use, which is not intended as a mitigation of risk, ¿advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Post-deployment stent dilatation: advance the deployment lever to its pre-deployment position (figure 1) while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.